Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to the air and water supply volume being out of standard due to clogging. In addition to foreign material being found in the nozzle, the evaluation findings are as follows: due to clogging, water removal ability does not meet standard value, due to nozzle clogging. The amount of water contact does not meet the standard value bending section cover adhesive has white clouded area, the protector of universal cord on scope connector has a scratch, adhesive around the object lens had white clouded area, adhesive around the light guide lens had white clouded area. The plastic distal end cover had a scratch and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tip of the evis lucera elite colonovideoscope had poor water/air supply. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm. During evaluation, foreign material was found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.